Event description:
During whole body scan, detector collided with the scintibed, and the safety pad failed to stop motion. Did a healthcare professional state or otherwise indicate that a death or serious injury did occur in this incident: yes.